Event description:
Swan ganz placed in pt in 2002. While removing old catheter, piece of catheter was cut and retracted into heart. In 2002, retained foreign body was noted on x-ray. Foreign body removed by radiology.